Manufacturer narrative:
B3 date of event: date estimated as 06/01/2025 as the event was reported to have occurred three months after implant date of (B)(6) 2025.

Event description:
Reported via patient call center it was reported that dyspnea occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. Following the procedure, the patient developed symptoms of exertional dyspnea, fluid volume overload, and +3 lower extremity edema. Lasix was administered to treat the patient symptoms. In (B)(6) 2025, the patient reported having underwent a successful cardioversion, which restored normal sinus rhythm for seven days; however, the patient has since remained in persistent atrial fibrillation and is currently maintained on metoprolol succinate twice daily. Three months post-implantation, follow-up imaging revealed a leak of less than 5mm. The patient reported conflicting interpretations of the imaging results among two cardiologists, two radiologists, and a boston scientific (bsc) representative. Based on this follow up, the patient was instructed to begin daily low-dose aspirin therapy. Approximately one month ago, the patient underwent an echocardiogram followed by a cardiac CT scan in preparation for an ablation procedure. The patient was informed by his provider that the watchman device exhibited a slight prolapse. The patient was advised that this prolapse may obstruct the ablation procedure due to the device proximity to a coronary artery required for catheter passage. Patient denied the description of said prolapse was regarding any other coronary structures, that it was only described in relation to the status of his watchman implant. The patient continues low-dose aspirin and is scheduled for an ablation on (B)(6) 2025. The patient has a pending appointment with his provider prior to the procedure, though the date was not disclosed. A good faith effort was made to the bsc account representative. The bsc representative reported that the physician feels this is not related to watchman. There was no slight prolapse of the device post implant. The closure device is in good position and is not hindering any future procedures such as an ablation.